Event description:
Caller reported that the quick bolus/wake button on the pump was difficult to press and often required multiple attempts to activate the screen. There was no adverse impact to the customer's blood glucose level. Technical support instructed the caller on proper button usage, confirmed the difficulty, and decided to replace the pump. The caller will continue using the current pump until the replacement arrives and has agreed to return the faulty pump using a pre-paid label.